Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a pneumatic hand pump was used during an achalasia dilatation procedure performed on (B)(6) 2011. According to the complainant, while dilating the esophagus using a rigiflex achalasia balloon (bsc) during the procedure, the needle of the gauge did not indicate higher than 12atm. When the pressure was increased past 12atm, the pointer stopped; the gauge did not indicate the pressure increase. The gauge was also tested with a calibration device after the procedure and the needle was found to have a delay when going past 11atm. It was confirmed there were no issues with the rigiflex balloon, only the pneumatic hand pump. The procedure was completed with the same pneumatic hand pump; however, upon removal of the device and scoping it was found that the patient's esophagus had been perforated. According to the physician, the patient was immediately admitted for treatment and observation on (B)(6) 2011. It was determined that due to the significance of the perforation, the perforation could not be treated surgically; the physician hoped the perforation would heal on its own. Therefore, no further medical intervention was taken. It was also reported that due to the severity of the perforation and the patient's diet, the perforation was not healing well. The patient had multiple tubes in his chest and was using feeding tubes, however it is unknown if this was a result of the perforation. It was later confirmed that the patient was discharged to outpatient surgery and the chest tubes had been removed; the patient was subsequently discharged from the hospital and is currently okay and doing well.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was (B)(6). The complainant was unable to provide the device lot number. Therefore, the manufacture date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a pneumatic hand pump was used during an achalasia dilatation procedure performed on (B)(6) 2011. According to the complainant, while dilating the esophagus using a rigiflex achalasia balloon (bsc) during the procedure, the needle of the gauge did not indicate higher than 12atm. When the pressure was increased past 12atm, the pointer stopped; the gauge did not indicate the pressure increase. The gauge was also tested with a calibration device after the procedure and the needle was found to have a delay when going past 11atm. It was confirmed there were no issues with the rigiflex balloon, only the pneumatic hand pump. The procedure was completed with the same pneumatic hand pump; however, upon removal of the device and scoping it was found that the patient's esophagus had been perforated. According to the physician, the patient was immediately admitted for treatment and observation on (B)(6) 2011. It was determined that due to the significance of the perforation, the perforation could not be treated surgically; the physician hoped the perforation would heal on its own. Therefore, no further medical intervention was taken. It was also reported that due to the severity of the perforation and the patient's diet, the perforation was not healing well. The patient had multiple tubes in his chest and was using feeding tubes, however it is unknown if this was a result of the perforation. It was later confirmed that the patient was discharged to outpatient surgery and the chest tubes had been removed; the patient was subsequently discharged from the hospital and is currently okay and doing well.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device revealed no damage. Functional testing was performed. The device was inflated to 20psi with no issues. However, when the device was attempted to be inflated to 20psi again, the needle of the gauge became stuck at 12psi. The gauge was disassembled and slight rusting was noted underneath the screws that hold the gauge case in place. No signs of damage were observed inside the case. The rust and sticking movement of the needle were most likely due to long or extended use and cleaning of the device, therefore the most probable root cause for this event is wear and tear. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
(B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Device lot number-1339431. Device expiration date- 08/31/2011; device manufactured date- 07/21/2009.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a pneumatic hand pump was used during an achalasia dilatation procedure performed on (B)(6) 2011. According to the complainant, while dilating the esophagus using a rigiflex achalasia balloon (bsc) during the procedure, the needle of the gauge did not indicate higher than 12atm. When the pressure was increased past 12atm, the pointer stopped; the gauge did not indicate the pressure increase. The gauge was also tested with a calibration device after the procedure and the needle was found to have a delay when going past 11atm. It was confirmed there were no issues with the rigiflex balloon, only the pneumatic hand pump. The procedure was completed with the same pneumatic hand pump; however, upon removal of the device and scoping it was found that the patient's esophagus had been perforated. According to the physician, the patient was immediately admitted for treatment and observation on (B)(6) 2011. It was determined that due to the significance of the perforation, the perforation could not be treated surgically; the physician hoped the perforation would heal on its own. Therefore, no further medical intervention was taken. It was also reported that due to the severity of the perforation and the patient's diet, the perforation was not healing well. The patient had multiple tubes in his chest and was using feeding tubes, however it is unknown if this was a result of the perforation. It was later confirmed that the patient was discharged to outpatient surgery and the chest tubes had been removed; the patient was subsequently discharged from the hospital and is currently okay and doing well.